Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction - h6 (results code, conclusion code). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Medical affairs was consulted on the details of this investigation and reviewed the CT imaging. Per their review, "the CT-scan of the case shows an infinity tar in place. The components of the tar (tibial tray, pe-liner, and talar component and stem) are intact without signs of breakage or dissociation / disassembly. There are radiolucencies ant the anterior side of the tibial tray. The pe-liner looks intact as far as can be assessed on a CT-scan. The talar component is placed relatively far anteriorly and has subsided anteriorly as well. There tibial tray and talar component are still well fixed to the bone. Without further clinical information the reason for revision cannot be determined. With the information at hand, it looks like a patient-related event." Based on the information available the root cause can be attributed to patient related factors. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.